Event description:
Reportedly this stent was implanted in the left a renalis. The stent was purposely mplanted with 1-2 mm of stent hanging out into the aorta. The patient was re-admitted to the hospital 8 months later due to restenosis of the left a renalis. Balloon dilation was performed with satisfactory results.